Event description:
It was reported that the patient presented in full code in the emergency room, and device telemetry could not be established. In may 2007 the estimated longevity was two months. The patient was then put on monthly follow-ups. One month prior to the event, the patient had a magnet rate of 70 ppm, the same as the previously programmed base rate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.